Manufacturer narrative:
The received device had the cannula assembly deployed. Fluid was found to be leaking via a tear in the soft cannula, however, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found during the investigation. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod.